Event description:
It was reported that a continuous glucose monitor (cgm) error occurred, with the cgm and bluetooth menus being unavailable. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through troubleshooting and provided information for a pump reset. Following the reset, the cgm error did not reappear, and the customer successfully initiated a new sensor session.